Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost r4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost r4.x indicating that white stripes on detector. The device was in use and there was no harm to patient or user. The field service engineer (fse) performed analysis and concluded that the detector has white streaks which were caused by a drop. The customer has already performed calibration, but the issue remains. The detector needs to be replaced. A replacement quotation was sent to customer. Based on the information available and the testing conducted, the cause of the reported problem was image artifacts the reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that white stripes on detector. The device was in clinical use and there was no patient or user harm. Additional information received that the detetcor was dropped.